Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the (B)(4) device was received with no apparent damage and with a (B)(4) cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Three additional reloads were received. The analysis results found that the (B)(4) reload b, was received partially fired 1/4 and with damage to the spring cartridge lockout. (B)(4) reload c, was received partially fired 1/10 and with damage to the spring cartridge lockout, cartridge reload c was received fully fired, lockout normal. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the doctor closed the stapler & when he went to fire the first staple load, it wouldn't fire; he squeezed the handles with great firmness. He removed the stapler & cartridge. He declined a new stapler, just wanted a new cartridge. A new cartridge was loaded & he fired. He squeezed the handles firmly; a cracking sound was audible. A third cartridge was needed & while the third cartridge fired, he had to squeeze firmly. A fourth cartridge was also used. He had to squeeze aggressively on all cartridge fires. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).